Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted with no leaks noted. At the 45-day follow-up, a 5mm leak was noted. The patient will be kept on oral anticoagulants for at least 6 months and then re-evaluate the leak. There was no patient harm in relation to this event. The patient is stable and at home.